Event description:
The pt's father stated that, while attempting to prime his son's infusion set, he observed no insulin flowing through the tubing. He proceeded to remove the adapter from the infusion device at which time he noticed that the insulin cartridge had cracked and insulin had leaked into the cartridge compartment of the infusion device. He was advised to transition his son to the backup infusion device. Due to the ingress of insulin into the cartridge chamber, a replacement infusion device was shipped to the pt and the product was requested to be returned for evaluation. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue.